Manufacturer narrative:
Additional information: it was reported that the anchor was not broken when loaded, checked anchor was present when loading at back table. It seems that it broke during the attachment of the graft. The physician removed it using the guide. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system and heli-fx endoanchors were implanted during the endovascular treatment of an abdominal aortic aneurysm. The endoanchors were used due to short neck, 4-5mm. It was reported that during the index procedure the endurant bifurcate and 2 endurant limbs were successfully implanted. 2 to 3 endoanchors were then successfully deployed without anyissues. During the first stage of deploying the next endoanchor, the endoanchor attached to the aortic wall, however during final deployment, some issues were noted. While attempting to remove the applier, half of the endoanchor broke off, leaving half implanted between the graft and aortic wall. The other half was seen under fluoroscopy in the heli-fx guide. It was reported post the procedure no pulses were felt at the right dp/pt and popliteal arteries. A doppler was completed showing the same result. Cutdowns were then completed. It was noted that there was heavy calcification at the area of the non-medtronic closure device ( pro-glide) which caused inflow occlusion. Per the physician the cause of the fractured endoanchor was due to the endoanchor device. The cause of the occlusion was due to the non-medtronic closure device. No additional sequelae were reported and the patients is fine.